Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6), 2011. (B)(6). 2531779-03/24/2010-003-r. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed the force sensor was out of calibration and the force sensor plate was physically damaged. Review of the pump download history revealed large prime volumes observed in prime history of 60+ units. There was no evidence of load step or loss of prime defects. The pump was rewound, loaded, primed and exercised with no alarms occurring. Force sensor calibration was measured and found to be out of specification. When the pump was opened it was observed that the force sensor plate was dimpled. It was also observed that the piston cap was missing and the pump display was pink and dim.

Event description:
Evaluation revealed the force sensor was out of calibration and the force sensor plate was physically damaged. This report is being made based on the evaluation results.